Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down keypad button did not respond to user inputs during testing, the down keypad button also did not springback when pressed, it was observed that the down key contact was inverted, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok, up and down arrow keypad buttons intermittently not responding when pressed. The reporter claimed that the buttons do not click back and spring as usual; however, keypad intact. There was no adverse event associated with this complaint.